Event description:
A hosp in a foreign country reported to our distributor that the nr290 humidification chamber cracked whilst connected to a high frequence oscillation ventilator. This resulted in a loss of ventilating pressure. No pt consequence was reported.

Manufacturer narrative:
The complaint device has not been returned. An investigation has been carried out based on the event description. Results: this crack occurred during use and is most likely due to stresses induced from the high frequence oscillations on the chamber dome. Conclusions: device failure occurred and is related to the therapy being applied. The occurrence rate for such complaints is very low at 0.0003% worldwide for the last year. We will continue to monitor and trend such complaints. We have an open CAPA project to address this issue and to implement potential design solutions to prevent recurrence in the future. No further investigation will be conducted on this complaint.